Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip is broken. This device is made of stainless steel and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during an acl procedure the distal tip of their femoral aimer 7 mm offset broke off. The sales rep stated that they had believed that the device broke in the patient; they searched the joint space for the broken tip and could not find the broken piece. The sales rep reported the surgeon completed the procedure with an arthrex guide with no patient consequences but there was a five minute delay. She reported that after the procedure was completed x-rays were performed to see if the broken piece was in the patient and the x-rays revealed that nothing left in the patient. The sales rep reported that the broken piece was found on the patient table under patient's leg outside the body. She stated that they compared the piece to the device and confirmed that is was the broken piece from the device. The sales rep could not provide the lot number for the device. The device will be returning for evaluation.